Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the device will not transition from battery to ac; device shuts off when plugged into ac; device shut down when the device was plugged back in after transport. The customer reported there was patient involvement and no patient harm.